Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 ,serial #: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient was having pain on the right rib cage that had been persistent since the implant procedure. The pain had not worsened or was alleviated by the stimulation being turned on or off. The physician planned an epidural injection for the patient as treatment for the pain.